Event description:
First off prior to implantation, I was already diagnosed with a autoimmune disorder. Never once did my implant, doctor said there would be an issue if I had this put in me. I also asked if it would be and was told no. Her biggest concern was my weight, which is the reason she pushed for essure. After implantation, I have been suffering from sharp shooting pain on my sides. It particularly hits me when doing activities or fast movements. Frequent bleeding and abnormal periods. I had to take steroids and back on the pill due to this. I am frequently late on average 5 to 8 days late. Once I get my period, I am bleeding for 10 to 20 days straight. It will stop only to come back a week later. I had to have a pelvic exam, most painful thing I had ever done. I am extremely swollen, it hurts during intercourse. I am now looking at a hysterectomy to get these things out. (B)(4).